Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, the ra lead was capped and replaced on (B)(6) 2016 due to an insulation anomaly. It was mentioned that a drill was used to remove the lead but the atrial lead was damaged and a new one was implanted. Patient was stable post procedure.